Event description:
It was reported that the bd ultra-fine¿ 3/10ml insulin syringe experienced hub separation. The following information was provided by the initial reporter, translated from japanese: this is a report about hub separation. The needle was found to be into the orange shield before use.

Manufacturer narrative:
Model # device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd ultra-fine¿ 3/10ml insulin syringe 29g x 1/2" experienced hub separation. The following information was provided by the initial reporter, translated from japanese: this is a report about hub separation. The needle was found to be into the orange shield before use.

Manufacturer narrative:
The following fields were updated due to additional information: d1: medical device brand name. D.4: catalog :326631. D.4: UDI # : (B)(4). D.4: lot :1123341. D.4: medical device expiration date: 31may2026. H.4. Device manufacture date: 03may2021.

Manufacturer narrative:
H.6. Investigation summary: no physical samples were received; the investigation was performed based on the photo provided. This is the 5th related complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. The reported issue was observed and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Corrective/preventative action (CAPA) has been initiated.

Event description:
It was reported that the bd ultra-fine¿ 3/10ml insulin syringe 29g x 1/2" experienced hub separation. The following information was provided by the initial reporter, translated from japanese: this is a report about hub separation. The needle was found to be into the orange shield before use.